Event description:
Plate fractured during rehabilitation. It was noted that the pt has multiple implants but is still reasonably active. No adverse consequences to the pt or surgical delays were reported.